Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Complete initial reporter name:(B)(6). Occupation: ICU manager. Additional reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 16 days of intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm and blood was seen in the gas line. The physician was notified, anticoagulation was ordered, and heparin was administered. The console was placed in standby and the iab was removed the next day. There was no patient harm or adverse event reported.